Event description:
It was reported that the ilet user¿s sensor issue led them to stop insulin dosing through the pump, after which no alternative insulin therapy was used. The user subsequently experienced a significant hypoglycemic episode that they treated with oral glucose. Symptoms included hypoglycemia with a nadir of 35 mg/dl and malaise. Outcomes included sriousinjury leading to unexpected medical intervention. Investigation included communication with the user and analysis of the information provided. Investigation of this case revealed no device problem and identified a usage problem consistent with an improper or incorrect procedure or method, with no device component implicated. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.